Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and damaged usb port was observed. The damaged usb port would prevent the customer from charging the reader which would lead to the reader not turning on. The reader was further investigated and de-cased. Reader log was downloaded successfully, and no malfunction or product deficiency was observed. Therefore, this issue is not confirmed to use due to damaged usb port. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "no longer loads" and does not charge. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring treatment of sugar water and a glucose infusion by a healthcare professional in a hospital. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. The customer was unable to obtain glucose readings due to the device "no longer loads" and does not charge. As a result, the customer experienced hypoglycemia and was unable to self-treat, requiring treatment of sugar water and a glucose infusion by a healthcare professional in a hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.